Event description:
As reported by the user facility (translation of user facility information by (B)(4) sales organization in (B)(6)): delivery inaccuracy: the infusion pump had metamizole sodium solution and worked at 10 ml/hr. Infusion start: 06:00 (B)(6) 2011. Infusion finish: 09:20. Therefore, the infusion duration was 3 hours and 20 minutes but should have been 24 hours. Immediate action: to notify to the attending physician. The client complained about this incident because the problem could have happened with a vasoactive or other dangerous drug. The client is losing the confidence in the device. Patient diagnostic: left supracondylar amputation. Characteristics: male, (B)(6).

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc. Is submitting this report as the device importer on behalf of b. Braun (B)(4) (the manufacturer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). The device is currently on shipment from (B)(6) to (B)(4) laboratory in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.